Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer became unresponsive during call and had blood glucose level of over 600mg/dl. It was reported that emergency personnel was dispatched to respond to customer. It was reported that the customer would be contacted at a later time to follow up.